Event description:
(B)(4). I was constantly tire, my legs feet and ankles were always swollen. I gain extreme amount of weight without being able to lose any of it. I had lower back pain. Irregular periods with very heavy bleeding. I went in to early menopause. My uterus was covered with cysts. My stomach was always bloated. Cramping daily, headaches and depression.